Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt's ECG's were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG's) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the white (drvn gnd) wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.